Manufacturer narrative:
A1-a4: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) suddenly failed during night-time support. There was no adverse patient consequences reported. The system controller had alarmed as intended. The patient brought the mpu to the clinic to demonstrate the issue. The device did not display 'power on'. When plugged in, the green lamp and the screwdriver symbol lit up briefly but stopped quickly after. It was noted that the device failed but did not alarm. The mpu was exchanged.